Event description:
It was reported that the tecnis simplicity monofocal intraocular lens was noticed scratched after insertion. Lens was fully inserted and removed. Patient was fully recovered. Additional information received stated that the same model back up lens was used in the patients right eye. There was no use error that led to the event. Patient was doing well post op. There were no medical / surgical interventions required. No further information is available.

Manufacturer narrative:
Section a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.